Event description:
It was reported that product with an expired sterilty date was implanted during the procedure.

Manufacturer narrative:
Following receipt of additional information concerning this case it has been determined that the initial report was submitted in error. Please therefore disregard this report.if further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.